Event description:
Reference MDR #1036844-2010-00157 for the first kit used on the pt. It was reported that a second kit was opened and again the physician advanced the spring wire guide (swg) through the left subclavian vein into position. He then removed the needle from the swg and advanced the dilator over the swg into the vessel and removed the dilator. While advancing the catheter over the swg, he encountered resistance and so he removed both the catheter and the swg simultaneously. At which point, they chose to not place a central venous catheter. There were no pt complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg, dilator, catheter and introducer needle were returned for eval. The returned swg was partially unraveled with the core wire broken adjacent to the proximal weld. Microscopic inspection revealed a plastic deformation and necking of the core wire in the area of the break and discoloration at the broken end of the core wire which is consistent with proximity to a weld. The proximal weld appeared full and remained attached to the unbroken coil wire. The distal weld remained intact. The swg core wire length and diameter were measured and found to be within specification. Based upon the measured length of the broken core wire, no pieces appear to be missing. Swg (.035 inch diameter) passed through the distal lumen of the catheter without resistance. Instruction brooklet provided with the kit describes suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. The report that the swg unraveled during use was confirmed through visual inspection of the returned sample. However, no mfg defects were found during this investigation. Arrow swg's of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size swg. The selected insertion site and pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.